Event description:
It was reported that post-operatively x-rays showed the blocker backed out of the screw. Levels treated were l4-l5. Additional information has been requested but none has been received as of the date of this report.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed.